Event description:
It was reported that due to the connectors being too close to the patient's skin, the patient had an infection. The patient had his artificial urinary sphincter (aus) balloon and pump removed. The physician left the cuff in place and plugged the tubing. No new device was implanted at this time.

Manufacturer narrative:
Device not returned for evaluation.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the connectors being too close to the patient's skin, the patient had an infection. The patient had his artificial urinary sphincter (aus) balloon and pump removed. The physician left the cuff in place and plugged the tubing. No new device was implanted at this time.